Event description:
It was reported , the customer reported with angulation issue.. The issue found during an unknown event. There was no patient harm or injury reported. No user injury reported. Device evaluation found the air water nozzle blocked with foreign debris, the foreign material come out of nozzle. This report is being submitted for air water nozzle blocked with foreign debris , foreign material came out of nozzle found during evaluation (reportable- insufficient cleaning (handling problems).

Manufacturer narrative:
The subject device was received and evaluated. Device inspection and evaluation , service repair noted clogging of water channel tube , foreign objects came out of distal end. , the c-cover has foreign materials . Due to clogging of nozzle, water removal ability does not meet the standard value. Additionally, service noted third party repair has been performed on the device. A-rubber adhesive, plug unit assembly noted to be non olympus due to deformation of r/l (right/left ) knob bending angle in left direction does not meet standard. Control unit is dirty due to leakage. Lg lens has discoloration ,lg-cover glass has discoloration, c-cover is deformed, connecting tube has coating peeling, ig protector has discoloration, control unit has discoloration, s-cover is deformed, grip has discoloration , universal cord has coating peeling, universal cord has discoloration, lg connector is deformed. Video cable is deformed, due to damage on ccd unit, the image has roughness. Evaluation findings noted angulation directions/knob play/bending angles out of standard. The customer reported issue was confirmed. Additionally, handling issue/insufficient cleaning was noted. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g3. Correction to g3 of the initial medwatch. The aware date should be 16-mar-2022. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the specific root cause of the insufficient reprocessing after the previous procedure could not be determined at this time. The user may prevent the suggested event by handling the device in accordance with the instructions for use: "-warning: if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure. Flush the air/water channel with water and air_ caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure. Manually cleaning the endoscope and accessories immerse the endoscope in the detergent solution. Thoroughly brush or wipe all external surfaces of the endoscope, using clean lint-free cloths, brushes, or sponges. Pay particular attention to the air/water nozzle opening and the objective lens on the distal end of the insertion section, and confirm that all debris is removed from all surfaces of the distal end. Flush the air/water channel with detergent solution. Remove detergent solution from all channels presoaking the endoscope. If there was excessive bleeding during the patient procedure or if precleaning could not be performed immediately after the patient procedure, presoaking the endoscope in detergent solution before manually cleaning the endoscope may be required to wet and loosen debris that has dried and hardened onto the endoscope¿s surfaces." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the customer. Reference b3, b5, e1, e2, e3 and h6 for updates.

Event description:
Customer confirmed the event occurred during inspection of the device prior to a procedure. The device was not used in the procedure.